Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent ongoing blood glucose (bg) levels of 44 mg/dl; reported cause was incorrect settings on the customer's personal profile. Customer required assistance to consume juice as a carbohydrate to address the low bg. Customer was instructed to consult with healthcare provider regarding bg level.